Event description:
64 year old with history of ppm placement approx 3 years ago, and noted lightheadedness and presyncope, was admitted to hosp. On 9/16/95 MFR checked pacemaker for failure to fire. EKG showed oversensing and frequent failure to capture at maximum output. Pt underwent right ventricle lead replacement on 9/18/95.